Event description:
Customer reportedly received the following results with the performa test strips on the nano system within 10 minutes: 285 mg/dl and 63 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.